Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the nozzle unit on air gas module was found broken. The preventive maintenance kit (including nozzle units) was replaced. The issue has been resolved and the device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the user¿s manual and service manual for servo-s, preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. One of the parts which must be replaced in order to keep the ventilator function safe for the patients are nozzle units, which are also included in maintenance kit 5000 hours. It is essential to replace nozzle unit as specified in our device documentation to avoid failure of the device. Last preventive maintenance was performed in 2020. The reason why customer did not replace the nozzle units according to the manufacturer's specification is unknown. Therefore, the exact root cause has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).